Event description:
It was reported that during a procedure to treat a lesion in the narrow left anterior descending artery with mild tortuosity and mild calcification, pre-dilatation was performed. A 2.5x38 rx xience prime stent delivery system was advanced, slight force was applied, and the stent was implanted; however, after deployment, the stent was noted to be broken (fractured). Due to the stent fracture, resistance was felt withdrawing the stent delivery system from the patient anatomy. A non-abbott stent was used to prop the blood vessel and overlap the fractured xience prime stent implant to treat the target lesion. There was no reported adverse patient sequelae and no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Against resistance. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record revealed no non-conformances related to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. It should be noted that the xience prime everolimus eluting coronary stent system instructions for use states: should any resistance be felt at any time during either lesion access or removal of the delivery system post-stent implantation, the entire system should be removed as a single unit. Failure to follow these steps and/or applying excessive force to the delivery system can potentially result in loss or damage to the stent and/or delivery system components. Based on the information reviewed, there is no indication of a product deficiency.